Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot ==> 8666623. Device history review ==> product code 150610008, work order (B)(4) was manufactured on 20th november 2017. (B)(4) were manufactured per specification and all raw material;s met specification. There were no ncs or deviations associated with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision for: tibial loosening. Removal of primary implants and a full revision knee completed.